Manufacturer narrative:
Per field service engineer (fse), he stated that he spoke with the customer in regards with the unit being in use on patient. The customer said that the unit was in use on patient, but there was no patient harm reported. No further information provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer was contacted inquiring for patient information but the customer did not response.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. It is unknown if the unit was in use on patient or any patient harm reported.